Event description:
Philips received a complaint on the philips xl+ defibrillator/monitor indicating that the device was unable to pass an operations check. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the remote service engineer guided the customer to do the operation check. The operations check was successful, and the device was successfully returned to service.